Event description:
The device was returned from the customer due to an occlusion alarm on line a during preventative maintenance testing. There were no reports of any adverse patient events while the device was in clinical use. During initial manufacturing testing, it was found that with the unit powered off, line b freeflows into the patient line.